Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) measurements greater than 125 ohms. Technical services (ts) reviewed device data and noted there were no events or noise stored on the rv channel and there were no concerns regarding lead function or integrity. Ts recommended programming changes. This lead remains in service. No adverse patient effects were reported.